Manufacturer narrative:
The report event of high capture threshold was not confirmed. As received, a partial lead (only the distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The visual and x-ray examination of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented prior to generator exchange procedure. It was noted that the patient's atrial lead exhibited high capture threshold. The reported lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.